Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a cut on pebax with reddish-brown material inside and internal parts exposed. It was initially reported by the customer that during the operation, the signal interference(noise)was observed on ic, bs, or all ECG (bs + ic) channels. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information received indicated the noise was only on the intracardiac signals while the catheter was inside the patient¿s body and only on the carto 3 system. They physician did have another available system to monitor the patient heart rhythm. Additionally, a picture provided by the customer showed the catheter tip had foreign material inside the catheter tip, however, the customer reported there was no damage to the tip. As such, the reported issues of noise and foreign material in the catheter tip are not considered to be MDR reportable since the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 17-oct-2023, the bwi pal revealed that a visual inspection of the returned device found a cut on pebax with reddish-brown material inside and internal parts exposed. These findings were reviewed and assessed it as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, and electrical tests of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue; however, this could not be conclusively determined. An electrical test was performed, and no electrical issues were found. According to pictures provided by the customer, a signal noise was observed on carto 3 screen. In addition biological material was observed on the tip and the pebax of the catheter; however, no external damages were observed from the picture. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The blood inside the pebax could be related to the issue reported by the customer however this cannot be conclusively determined. The (IFU) instructions for use contain the following recommendations: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref: (B)(4).